Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. It was also reported that the insulin gauge was inaccurate. Reportedly, the user failed to remove any residual air from the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 120 - 150 mg/dl.